Event description:
Staff noticed the blue tip on the end of 3 catheter kits were much shorter than usual. The physician felt that if a nurse removed one of the catheters, he/she may believe that the tip had broken off. All 3 catheter kits were from the same lot.======================manufacturer response for continuous epidural trays, perifix (per site reporter)======================sending out a rep representative to view the product and determine if this is a defect.